Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 11 months implant of this mitral annuloplasty band, the device was explanted and replaced with a bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from a health care professional (hcp) indicated that a transesophageal echocardiogram (tee) showed severe stenosis and moderate mitral regurgitation. The patient also experienced shortness of breath and fatigue with exertion. The device was explanted and replaced with a bioprosthetic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.